Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A visual inspection revealed a crack in the lumen area - this crack is to the surface only and not through the insulation. An arc mark on the sense b distal ring was also observed. The electrode failed a continuity test as a complete fracture was observed approximately 2.6 centimeters (cm) from the terminal pin on the hvp (for proximal). A partial fracture was also observed on the sense a node approximately 2.6 cm from the terminal pin as well. These fracture characteristics were consistent with cyclic fatigue. Analysis confirmed the allegation made against the electrode in the field.

Event description:
It was reported that this electrode has had a history of oversensing of noise and exhibiting low amplitude measurements. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode has had a history of oversensing of noise and exhibiting low amplitude measurements. Additional information provided from the field indicated surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.